Manufacturer narrative:
Submit date: 02/17/2017. Initial report was submitted via report #1282497-2016-00701 on 09/19/2016. An evaluation of the kangaroo epump was performed for the reported condition of the unit being scheduled pump to feed 15ml at a rate of 60ml/hr. At the end, of the delivery it stated 15ml was delivered, but there was 5ml left in the bottle. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports they scheduled pump to feed 15ml at a rate of 60ml/hr. At the end, of the delivery it stated 15ml was delivered, but there was 5ml left in the bottle.